Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke with elevated blood glucose levels (500 mg/dl, reaching into the 600s). Customer delivered a 12 u bolus, followed by an 8 u bolus, to treat elevated levels. Reportedly, customer had taken a cortisone shot. System check performed with tandem technical support indicated that the pump was performing as intended. Tandem technical support discussed with contact that cortisone shot can elevate bg levels. Recommendation was made to change infusion site.